Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 485 (mg/dl) and diabetic ketoacidosis. Pump boluses were delivered to address bg levels prior to going to hospital. While hospitalized, the customer was treated with intravenous insulin and "sliding scale". The customer was still hospitalized at the time the event was reported. Multiple attempts were made to follow up with the customer; however, no additional information was provided.